Event description:
It was reported that the pump was always showing air in line. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The air in line alarms were not replicated and the device was working properly. There was no known cause of the reported issue, and no further action will be taken.